Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Insulin pump received with corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, missing display window cover, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. No cracks on display noted. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.